Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low vacuum during a cataract procedure. The case was completed with the same system. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics module was replaced to address the issue. The sample was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 17, 2015. Based on qa assessment, the product met specifications at the time of release. The fluidics was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The sample was installed in a calibrated system and the system was powered on. A cassette was inserted in the fluidics module but the cassette was rejected immediately. Cassette insertion was attempted a few more times but the cassette was rejected each time. The face plate of the fluidics module was removed and it was found that the pin on the latch assembly was not situated in the guide slot. The faceplate was stuck on the module so the sample was taken down to the manufacturing line to be realigned. Once realigned, the sample was again installed in a calibrated system. The fluidics module was able to accept and prime a cassette three times. The fluidics was tested and it was found to meet specifications. To verify that the sample interfaced with a handpiece, a calibrated phaco handpiece was run at 100% for 2 minutes. No nonconformities were observed. It is unclear how or when the fluidics module became misaligned. Based on the information provided, the misalignment was unrelated to the reported event, as the module would not be able to accept cassettes. However, the company representative was able to prime cassettes onsite. The reported event was replicated onsite, the sample was found to meet specifications. Therefore, the cause of the reported event remains inconclusive. (B)(4).